Event description:
It was reported that the user experienced low blood glucose after announcing a larger-than-appropriate meal for a pork chop and small potato, which led the ilet system to deliver insulin consistent with a larger meal announcement. User experienced a lowest recorded blood glucose of 72 mg/dl and no reported clinical manifestations. Outcomes included resolution of the low blood glucose following oral carbohydrate treatment with two dinner rolls and no need for emergency care or hospitalization. Investigation included troubleshooting and education on correct meal announcement selection and the relationship between meal size inputs and insulin dosing. Investigation of this case revealed user-related meal announcement error contributing to insulin dosing that was disproportionate to the actual meal, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal size selection.